Manufacturer narrative:
Product event summary: analysis found the atrial output connector was cracked.

Event description:
The external pulse generator was returned to the manufacturer for maintenance, analyzed and tested out of specification. There was no patient involvement.